Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's act and esc buttons were unresponsive. It was reported that the customer received failed battery test alarm prior to the unresponsive buttons. The customer's blood glucose level was reported to be 205.2mg/dl. Troubleshoot was reported to be conducted. It was reported that the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No failed battery alarm during testing. The insulin pump was received intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.